Event description:
It was reported that a power on reset occurred at the same time the patient was transmitting device performance data for a remote follow up. It was further reported that the device was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of power on reset (por) parameters. On 06 jul 2010 critical random access memory (ram) parity error occurred. The por severity level is low. The device should be able to fully recover after the reset.

Event description:
It was reported that a power on reset occurred at the same time the patient was transmitting device performance data for a remote follow up. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device is in process; the results will be forwarded when available. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of power on reset (por) parameters. On (B)(4) 2010 critical random access memory (ram) parity error occurred. The por severity level is low. The device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of power on reset (por) parameters. On (B)(6) 2010 critical random access memory (ram) parity error occurred. The por severity level is low. The device should be able to fully recover after the reset.